Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies vascular occlusion as a potential complication associated with use of the device.

Event description:
It was reported that four (4) coils were successfully implanted in an a2 callosomarginal aneurysm. After implantation of a subsequent stent, the patient developed a clot within the distal portion of the stent, which shut down distal flow in the vessel. Reopro was administered, and the clot resolved. The patient was reported to have woken up with no symptoms, and is doing great.